Manufacturer narrative:
Approximate age of device ¿ 3 months 9 days (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on(B)(6) 2015. It was reported that the patient had a gi bleed. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.